Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was revised but the physician noted that they were unable to obtain good threshold readings and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.